Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cannon connector receptacle for the battery on the front of the centrifugal system was damaged. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.